Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death, serious injury or malfunction. Per the physician, the event was caused by a non-medtronic (lunderquist) guidewire. Updated: b5, d4, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve evfxplus-26, a left ventricle (lv)  perforation occurred. The lv perforation was identified on a post-procedure echocardiogram. Interventions performed included pericardiocentesis, cardiopulmonary resuscitation, and extracorporeal membrane oxygenation. Despite these efforts, the patient was pronounced dead, with the cause of death attributed to the lv perforation. Per the physician, the non-medtronic guidewire contributed to the perforation and the procedure contributed to the cause of death. Additional information was received that per the physician, the ventricular perforation was caused by the non-medtronic (lunderquist double curved) guidewire and the patient's underlying medical history was a contributing factor to the death due to a small left ventricle cavity. The physician indicated that the valve and delivery catheter system (dcs) did not contribute to the event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving a transcatheter aortic valve evfxplus-26, a left ventricle (lv)  perforation occurred. The lv perforation was identified on a post-procedure echocardiogram. Interventions performed included pericardiocentesis, cardiopulmonary resuscitation, and extracorporeal membrane oxygenation. Despite these efforts, the patient was pronounced dead, with the cause of death attributed to the lv perforation. Per the physician, the non-medtronic guidewire contributed to the perforation and the procedure contributed to the cause of death.